Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had multicolored lines on the touch screen which blocked the graphics and text. Customer's blood glucose level was 286 mg/dl. Reportedly, customer continued to use the pump for basal therapy and also confirmed that manual injections are available for insulin therapy.